Manufacturer narrative:
One device was received for evaluation. This device had been removed from it's packaging by the customer however it had not been used on a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found all of the snaps on one of the electrodes had broken off and were missing. The reported condition was confirmed. The investigation found all of the snaps had broken off one of the electrode. The snaps were not returned. The damage prevented the electrode from being correctly assembled onto a set of forceps. In this conditions the jaws of the device could not be correctly closed or opened. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly or disassembly. This damage can also be caused by multiple assembly attempts. The device could not be tested for activation as received. The investigation identified the root cause of the reported event to be user damage. Refer to the product instruction for use for information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device jaw was difficult/impossible to close. There was no patient involvement. Manufacturer's initial evaluation of the incident device found all of the snaps on one of the electrodes had broken off and were missing.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been removed from it's packaging by the customer however it had not been used on a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found all of the snaps on one of the electrodes had broken off and were missing. The reported condition was confirmed. The investigation found all of the snaps had broken off one of the electrode. The snaps were not returned. The damage prevented the electrode from being correctly assembled onto a set of forceps. In this conditions the jaws of the device could not be correctly closed or opened. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly or disassembly. This damage can also be caused by multiple assembly attempts. The device could not be tested for activation as received. The investigation identified the root cause of the reported event to be user damage. If information is provided in the future, a supplemental report will be issued.